Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that right and left femoral access was obtained to place a non-abbott device prior to start of the procedure. Heparin was used for anticoagulation and activated clotting times (acts) were confirmed therapeutic and monitored. A non-abbott wire was placed into the left anterior descending (lad) artery and exchanged over 2.0 otw balloon for the viperwire coronary guidewire. A diamondback coronary orbital atherectomy device (oad) was used with a viperwire coronary guidewire during atherectomy procedure to treat 80% stenosed heavily calcified circumflex artery. Orbital atherectomy was completed from the left main (lm) to proximal lad successfully. The viperwire guidewire was removed and a non-abbott wire was advanced into the distal left circumflex. It was then exchanged for the viperwire guidewire via a twin pass catheter. Atherectomy was performed in the proximal circumflex. The tip of the wire was sheared off into the distal left circumflex. 3 cm of the wire was left in-vivo. Attempting to rewire the left circumflex in order to capture the wire or stent it against the wall was difficult. The patient experienced tachycardia and unstable leading to pulseless electrical activity (pea) arrest. Advanced cardiovascular life support (acls) protocol was completed for approximately 15 minutes. Emergent transthoracic echocardiogram showed moderate to large pericardial effusion. An emergent pericardiocentesis was performed. During procedure, the circumflex was perforated. A non-abbott 3.0x15 covered stent was then placed in left circumflex to treat the perforation and capturing the wire so that it was not free floating. Ivus was performed for stent sizing of the lad/left main and then following the circumflex for stenting of the lesions. Post angiography revealed no further flow via the perforation. In the opinion of the physician, the wire breaking off did cause the oad to perforate the vessel. It was noted that there was some wire bias due to an area of tortuosity down the mid to distal circumflex. The patient was stable.